Event description:
It was reported that during an ileostomy procedure, failure of staples and staple line occurred during the second firing with a linear cutter. Instrument loaded, approximated onto tissue and closed and fired as normal. Upon closer inspection of the staple line, it was visible that staples had not formed and staple line was incomplete. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Defunctioning ileostomy created and tissue sent to pathology. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.